Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Concomitant device: guard (B)(4) visao bur w/o irrigation, 510k: (B)(4), serial/lot number(s) and manufactured date not known. (B)(4). The initial inspection of the drill 3334800 visao 80k handpiece found that the connector was physically deformed and could not be connected to a power source for temperature testing. The full product analysis is not completed at this time. The customer did not wish to return the bur guard (concomitant device) for analysis.

Event description:
It was reported that the drill and bur guard overheated during the procedure. The doctor is unsure of how long the device took to heat up. There was no patient impact.

Manufacturer narrative:
Date of this report: 08/25/2015 .date manufacturer received: 10/06/2015. Product evaluation: -- evaluation on the visao, 3334800, found that the collar, nose, ball, bearings and o-rings were worn. The device was returned to the customer without repair; per their request. -- evaluation on the bur guard, 3334625, found wear surrounding the nose bearings. The device was unrepairable. Results: degradation problem. Conclusion: operational context caused or contributed to event.